Event description:
It was reported to boston scientific corporation in early 2009, that a corflo cubby low profile gastrostomy device was used during a procedure. According to the complainant, the device button locking adapter was broken. The procedure was completed with another corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The root cause of the reported malfunction is undeterminable.